Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was found to react as if it was touched; however, there was no physical interaction. This issue was caused by a defective touchscreen. The touchscreen was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Event description:
It was reported that the customer was getting a display failure. The touchscreen was not responding to touch and it appears to react as being touched but without any actual physical interaction. Unit will engage in monitoring. No pt incident was reported.